Event description:
It was reported that an ht70 plus ventilator was generating noise. The ventilator was not on a patient a the time of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.